Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of guide catheter break.

Event description:
It was reported to boston scientific corporation that an advanix-naviflex rx biliary stent was implanted in the common bile duct to treat bile duct stones during an endoscopic retrograde cholangiopancreatography procedure (ercp) with stent placement procedure performed on (B)(6) 2024. During the procedure, the pull wire got stuck and would not move about halfway through deployment. The physician then pulled the scope with the stent and the naviflex delivery system out of the patient. When the physician and nurse attempted to move the wire, the guide catheter broke off. An extraction balloon was used to push the stent in place, and the procedure was completed. There were no patient complications reported as a result of this event.